Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that they could not upload data to carelink using a computer. Every time a customer tried and got an error of communication troubleshooting was performed, but the reported issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether customers would continue to use the carelink application or not, and the device would not be returned for analysis.

Manufacturer narrative:
Investigation/testing summary: did not attempt to reproduce the issue, as issue could be confirmed through carelink uploader application logs. Based on evidence found in carelink uploader application logs, two separate causes were found for user's upload failures. - delivery during bolus event. - 500 type service error (likely service outage). Supplied helpline and customer with the following troubleshooting steps: - I would recommend that the user reattempt an upload with the battery fully charged and when the pump is not active. - I will add a control code to users account, they should reattempt upload within the next 7 days. - control code will help us gather more detailed logs.. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version (B)(4). (Most likely) root cause: multiple root causes identified. Uploading during bolus event and likely carelink service outage. Analysis summary: identified two causes of failures, upload during bolus and upload failures due to carelink service outage. We are proceeding to close this ticket as we have not received any response . If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.